Event description:
Patient was implanted with plate and screw construct on the right fibula on (B)(6) 2013. It was reported that post-operatively, patient had skin issues at the incision site. The skin was not healing well, but the bone healed properly. Patient returned to the operating room on (B)(6) 2013 for removal of hardware. Patient was healed, so the surgeon did not revise patient with any other hardware. It was reported that patient did not have an infection and none of the parts were broken. The surgeon completed the hardware removal procedure without any issues. This is report 6 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.